Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade lll/lv.

Event description:
Health care professional reported a capsular contracture baker grade lll/lv. This relates to the right side. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: red encapsulation particle observed on the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Health care professional reported a capsular contracture baker grade lll/lv. This relates to the right side. Device has been explanted.

Event description:
Health care professional reported a capsular contracture baker grade lll/lv. This relates to the right side. Device has been explanted..